Event description:
During an endoscopic stent placement procedure, the physician used a cook endoscopy geenen pancreatic stent set. The barbed/flapped end of the stent was loaded on the prepositioned wire guide first, which was reported by the physician as "an error not noted by the endoscopy nurse or myself in the darkened procedure room." The stent was easily inserted into positon and deployed. The error of inserting the stent backwards was not observed until after stent placement. The stent was observed migrating progressively up the pancreatic duct into the pancreatic tail. Attempts with a variety of accessories failed to retrieve the stent. The stent was left in place. The physician indicated the pt remains asymptomatic and is not expected to come to any harm in the short term or medium term. Additional info related to pt impact after this occurrence was requested, but not provided.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this info, the likelihood of this type of occurrence is remote. Conclusions: the instruction for use states stent migration is a potential complication associated with pancreatic stent placement. This stent has two flaps on the ductal end only and the other end is tapered. The instructions for use cautions the user that the tapered end of the stent must be positioned in the pancreatic duct while the other end remains in the duodenum. The instructions for use also instruct the user to introduce the stent, tapered tip first, and positioning sleeve onto a pre-positioned wire guide. The info provided indicated the stent was incorrectly deployed in the pancreatic duct with the flapped end first. The instructions for use caution the user that the tapered tip end of the stent must be positioned in the pancreatic duct while the other end (i.e. Duodenal end) remains in the duodenum. Incorrect deployment of the stent is the most likely cause for stent migration, as reported. Prior to distribution. All geenen pancreatic stent are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions. No corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.